Event description:
The hospital reported a stent placement procedure of the brain. The initial procedure went well. Five days post procedure, the patient was presented with mild aphasia. The magnetic resonance imaging (MRI) scan showed a scattered small stroke distal to the device in question. Three weeks later, the pt was doing well, with no further episodes and the patient is back to normal. The hospital reported no serious injury, that the patient is back to normal, and that the procedure was completed with this device.

Manufacturer narrative:
The procedure date for this event was in 2006. The device in question was not returned to the manufacturer because it was implanted. The lot/batch number of the device in question is known, so a review of the device history record and similar complaints is currently being performed. Based on the information known at this time, boston scientific acknowledges the occurrence of a patient complication. However, boston scientific cannot conclusively determine the cause of the user's experience. If further significant information is found, a supplemental report will follow.